Event description:
It was reported that the right ventricular lead was fractured. The lead also had high v-v intervals and high impedance. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the partial lead was returned in segments and analyzed. Analysis revealed the distal conductor was fractured. There was blood/body fluid (not obstructed) on the distal conductor. There was cosmetic environmental stress cracking and a breached cut on the outer tubing overlay. The outer insulation had a white substance on it and a cosmetic depression. The lead was flexed.